Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The clinical manager at the user facility reported that a 2008t hemodialysis (hd) machine generated a blood leak alarm approximately 1 hour after the hd therapy was initiated. The leak was noted as being an internal blood leak from the dialyzer. No damage to the dialyzer or its packaging was observed. Blue hansen was checked with a blood leak test strip and returned a positive result. The patient's estimated blood loss (ebl) was noted as being approximately >100 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was moved to another machine, re-setup, and then the hd therapy was continued and successfully completed. Following the event, the machine was checked by technical and no leak was identified. The dialyzer was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. Coagulated blood was present within the dialysate compartment and between both screw flanges and potting cut surfaces. Gross visual examination of the returned sample did not identify any damage or irregularity to the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test and no leak was observed (possibly due to coagulated blood). The dialyzer was then subjected to a (destructive) disassembly. The polyurethane (pu) cut surfaces on both ends were intact; there was no visible damage, irregularities or separations identified. The fiber bundle did not have any kinked, looped, short, broken fibers or any damage or irregularity. The inferior surfaces of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. The evaluation of the complaint device confirmed that the device functioned fully as designed and met specification. Therefore, the complaint has been deemed not confirmed.